Manufacturer narrative:
Used for batch record review, chemistry and microbiological testing. Complaint unit no longer sterile. Retained sample met all product specifications for microbiological chemistry assay. See scanned page

Event description:
A mother reported that her daughter experienced a corneal ulcer leading to scarring, keratitis, keratoconjunctivitis, conjunctivitis, and epithelial erosion following use of aquasoft multi-purpose solution. The pt started using this brand of solution in 2006. Simultaneously she also experienced 'a viral illness'. She was seen by her primary care practitioner and was diagnosed with chronic bronchitis consistent with mono (culture later returned as negative for this) and 'pink eye with marginal erosions'. She was treated with erythromycin ointment for her eyes. Symptoms persisted and she was seen the following day. Medication was changed to tobramycin drops. Later that day, both eyes were worse. She was referred to an ophthalmologist. Notes indicate bilateral giant papillary conjunctivitis/bulbar injection with chemosis and peripheral corneal edema without epithelial defect. Diagnosis was chronic allergic conjunctivitis, keratoconjunctivitis and corneal edema. She was prescribed zymar and xibrom. Pt failed to keep her follow up appointment the following day. She resumed lens wear and presented again the following month, with burning, red, and painful eyes. There was a +3 papillary reaction, mild diffuse spk ou, no corneal ulcer. Diagnosis: blepharitis and possible inclusion cell conjunctivitis, vernal keratoconjunctivitis with possible low grade anterior chamber reaction, and tear film insufficiency. Treatment included a cycloplegic in the office, zylet, doxycycline, systane, cool compresses and no contact lens wear. Records indicate the mother reported the pt was non-compliant with her treatment. Medical records indicate that two months later, she was diagnosed with an upper respiratory infection with acute pharyngitis and had been started on amoxicillin. She had worn her contact lenses on the same day, for several hrs. She presented again the next day, with similar symptoms which also included decreased visual acuity in the left eye. She ws diagnosed with conjunctivitis and treated with tobramycin and instructed not to wear her contacts. She reacted to the tobramycin and presented the following day. She also had a fever, tonsils were infected, swollen lymph glands and body aches. Slit lamp exam showed +4 punctuate epithelial erosion (pee), small central corneal ulcer on the right eye and small peripheral ulcer on the left with large and diffuse corneal infiltrates. The conjunctiva was injected, anterior chamber +1 flare. Tobrex ointment qpm, artificial tears and vigamox q1h were prescribed; the pt received 1 drop of cyclogel in the office. The pharmacy gave her zymar instead of vigamox and it caused a burning sensation in her eyes. She was seen the same day, and punctuate epithelial erosion was graded +1, the ulcers were healing and infiltrates were getting better. Therapy was continued. By six days later, she was doing much better but the cornea was back to +4 pee, anterior chamber +1 flare. Ulcer on right eye was resolved, left eye was resolving and infiltrates still observed. Therapy was continued. Medical records indicate that the pt sleeps in her lenses and swam in them approx four months earlier. Her mother reported the pt never cleans the case or changes the solution. Medical records not that pt previously used "b&l moisturelock" but had changed to "ciba" (no mention of aquasoft multipurpose solution).